Event description:
It was reported, the pt ((B)(6)) was experiencing pain, redness and swelling near the lead implant site. The initial diagnosis was a hematoma for which antibiotics were prescribed as treatment; however, the alleged symptoms progressed. The pt's lead anchor reportedly eroded through the skin, and an infection was detected. Surgical intervention was undertaken to revise the lead anchor. All components of the pt's scs system remain implanted. The pt will continue to work closely with the physician for complete resolution of this matter.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.